Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The positive control failure would not lead to erroneous results, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with control set for the bd onclarity¿ hpv assay the results for positive control failed. The following information was provided by the initial reporter: the positive control failed during an onclarity run on viper lt was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient sample. During use.

Event description:
It was reported that during use with control set for the bd onclarity¿ hpv assay the results for positive control failed. The following information was provided by the initial reporter: the positive control failed during an onclarity run on viper lt -was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient sample. During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.